Event description:
Per the clinic, the patient developed a recurrent skin flap infection. Debridement of the skinflap was attempted (date not reported), however; the issue could not be resolved. The device was explanted on (B)(6) 2015. It is unknown if the patient will be re-implanted with a new device, as of the date of this report, september 11, 2105.

Manufacturer narrative:
Correction: the correct implantation date is (B)(6) 2014, not december 14th, 2014, as previously reported. The report is filed october 9, 2015.